Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via fedex in the original box and jar filled with a clear solution. All leaflets were flexible and intact; no tears were observed. Leaflet 3 was in the closed position leaflet 2 was mostly closed leaflet 1 was partially closed. All commissures were intact. A bent strut was observed on frame cell c99 of the outflow crown. The damage is suggestive of possible frame misalignment during the loading process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Other medical devices in use during the procedure include: product ID l-evolutfx-2329 (lot: 0011939303); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012039388); product type: 0195-heart valves; product ID: 20mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with complex anatomy including a bicuspid native valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. An attempt at deploying the valve was made; however, underexpansion of the valve frame was noted, and the valve was recaptured into the delivery catheter system (dcs). Upon a second deployment attempt, the valve remained underexpanded and was recaptured into the dcs a second time and withdrawn from the patient, resulting in a 10-minute procedural delay. After withdrawal of the valve and dcs, a thrombus was observed on the valve. Subsequently, a second bav was performed using a 20 mm non-medtronic balloon. Once the bav was performed without the balloon "watermelon seeding" into the aorta, a new valve was successfully implanted. No paravalvular leak was noted and the gradient went from 45 mmhg pre-implant to 3 mmhg following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.